Event description:
The manufacturer received info of a trilogy device alarming for sd card errors. There was no report of pt harm or injury.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's system board was replaced to address the logged error code. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition.